Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred during bolus deliveries with multiple cartridges. Customer continued to use the pump for insulin therapy. The customer's blood glucose level was in the low 200s mg/dl.